Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was unable to access MRI-mode on their ins because the battery was dead, and the patient was unable to charge. The patient had an appointment with their healthcare provider (hcp) scheduled for (B)(6) 2019. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient could not charge or turn on the device. It was confirmed that the ins overdischarged because the patient hadn't charged the device in over a year. The patient was scheduled for a physician mode reset (B)(6) 2019. It was also reported that the ins irritates the patient's restless leg syndrome and causes pain in their legs. The patient plans to have the ins explanted. No further complications are anticipated.